Event description:
It was reported that a low impedance of ¿-50 ohms¿ was measured. It was noted that this issue applied to the patient¿s implantable neurostimulator (ins), lead, and extension. It was stated that a revision was planned as a result of the event. It was reported the patient experienced ¿less than 50% therapy relief¿ at an unknown location as a result of the event. It was noted the patient was alive with ¿no injury¿ at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a revision was completed the day prior to follow-up. It was stated that during the revision the "physician found the boot of the lead-extension connection was not correctly placed" and "replaced it with a correct boot." It was noted that "no other devices were explanted/replaced." It was reported that after the revision was completed, all impedances were found to be "ok." Ins interrogation records confirmed that the day prior to the revision procedure, the impedance between electrodes 0 and 1 was "<(><<)>50" ohms. It was also indicated that both during and after the revision procedure the impedance values were normal. Additional information stated "the lead-extension connection was not completely covered by the boot." It was also reported "the cervical lead was dislocated." It was stated that during the revision the "physician had put it in the correct position." It was again noted that impedances "were ok after these actions." It was further noted the lead and extension remained implanted and were "performing well" following the revision.

Manufacturer narrative:
Concomitant products: product ID 3487a lot# serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: 37083, serial# unknown, implanted: (B)(6) 2014, product type: extension. (B)(4).